Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment; device was tested on as received condition, found biomaterial on the grasping section of the device. The teflon pad was severely damaged (worn, melted at tip, charred) and curled up exposing metal. Probe check was performed and device passed the probe check. The distal end of the probe was inspected under a microscope and found charred stains on the probe. There was a ¿short circuit error¿ displayed on the generator when the seal button was activated with a closed jaw. In addition, due to excessive dried biomaterial the jaw could not be closed. It was soaked in saline to soften and restore the movement. The most likely cause for the teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent such damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a procedure, ¿probe failure error was displayed.¿ furthermore, olympus was informed that there was no damage to teflon pad and no device fragment fell into patient. No medical or surgical intervention was provided. The device was inspected prior to use and no abnormalities were observed. The intended total laparoscopic hysterectomy procedure was completed using another thunderbeat device. There was no patient injury reported.